Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that the cubie did not open. A technical support specialist (tss) remoted in and had connected with user attempt to issue the item again. The cubie opened normally during the attempt and user was able to retrieve the item and provide it to patient successfully. The system functioned as intended after the technical support specialist repaired the device.